Event description:
Won't turn on / off was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn15261383 was performed from07/12/2018 to 8/20/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Won't turn on / off was reported.